Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On november 29, 2018, it was reported that the unit was giving incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number 1512323 and a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number 04161 sixteen times as documented in the repair reports in livelink. The last repair was september 5, 2018 where it was reported that the device produced an incomplete mesh and the roller, roller gear, comb, shoulder bolts and cap nuts were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was september 5, 2018 where it was reported that the device produced an incomplete mesh and the cutter produced an incomplete sample mesh after the collars, bushing and gear were replaced and was deemed non-repairable. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter serial number 1307036 eight times as documented in the repair reports in livelink. The last repair was september 5, 2018 where it was reported that the device produced an incomplete mesh and the cutter produced a passing sample mesh after the collars, bushings and gear were replaced. This is not a related issue. Product review of the skin graft mesher on december 12, 2018 revealed that the calibration was out of specifications but the device produced a passing sample mesh when testing with the qa cutter. The roller, roller gear and comb all had visible damage. The 1.5:1 ratio cutter, serial number 1512323, produced an incomplete cut after the collars and gear were replaced and was deemed non-repairable. The 2:1 ratio cutter, serial number 1307036, produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on december 12, 2018 which included replacement of the roller, damaged comb and roller gear. Skin graft mesher, serial number 04161, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the device was outside calibration specifications and the 1.5:1 ratio cutter produced an incomplete cut and was deemed non-repairable. During the previous repair of the cutter it was noted that the cutter produced an incomplete sample mesh and was deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device was outside calibration specifications and the 1.5:1 ratio cutter produced an incomplete cut and was deemed non-repairable. During the previous repair of the cutter it was noted that the cutter produced an incomplete sample mesh and was deemed non-repairable. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the skin graft mesher had incomplete mesh. During the meshing of previously recovered cadaveric donor skin. No adverse events were reported as a result of this malfunction.